Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead outer packaging was sealed but the inside packaging appeared to be tampered with. It was also noted that the set screw had been screwed out of the implantable pulse generator (ipg) and could not be reinserted. A new device and lead were used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.